Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms did not trigger at the monitor and they noted that alarm filters were not checked for red or yellow alarms. No adverse event was reported.